Manufacturer narrative:
(B)(4). Date sent: 7/7/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please provide further detail with regard to the event. Were the device jaws unable to close down? If yes, was the device unable to fire a clip? Or were the device clips not able to be closed? If yes, were the clips unformed when they were fired? Or were the clips malformed when they were fired?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device worked the first three times then would not close all the way at the bottom when trying to use the rest of the clips. The procedure was completed using a like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n91c48. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.